Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. The ground bond failed at 0.127ohms and the limits were 0.001 - 0.100ohms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite (home choice return instrument test/evaluation) electrical test passed specifications but the rite functional test failed. The assignable cause of the failed ground bond test was undetermined.